Event description:
The incident involved a 32 cm (13") appx 3.3 ml, set ambrato per infusione per pompa con perforatore con valvola e 4 accessi con bcv. The customer stated that there was a detachment of one of the check valves from the main tree during the rinsing of the line. The event occurred while the device was connected to the patient through a pump tubing. No one was harmed during the incident. Normal saline was used during the rinsing procedure. The valve disconnected due to the pressure of the liquids in the tree, and the liquid escaped through the opening created by the detached valve. Customer could not reuse the connector that has opened on a sterile line. There was patient involvement but no report of harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
A used 011-h2799 assembly was returned on 1-nov-2023 and confirmed with one of the four ports separated at the bond to the trifuse adapter. Visual examination under uv light revealed inadequate solvent coverage at the bond that separated. Subsequent functional testing showed that several of the intact bonds did not meet bond integrity testing. The probable cause of the bond separations is typical of inadequate solvent applied during manual bond assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.